Event description:
It was reported that the device had the service indication illuminated and logged a fault code potentially indicating a critical failure there was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control provided trouble shooting assistance to customer and advised that therapy pcb replacement might be needed to repair device. Follow up with reporter found that the device was shipped to headquarters for possible repair and its resolution is unknown. The root cause of the issue could not be determined.